Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited the site and found that the flex viewing pc had failed to power on, despite a verified 220v power input, indicating the pc was defective. Although the supplier's part analysis couldn't conclusively determine the cause of the failure, the issue was resolved when the field service engineer replaced the flex viewing pc, installed the necessary software, and imported the license. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the flexviewing pc unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.